Event description:
It was reported that the lens was explanted due to z-syndrome approximately 6 weeks post implant. Another lens of different model was implanted. Patient's current status is bcva 20/20. This event refers to patient's right eye. Reference MDR # 1313525-2015-00055 for patient's left eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.